Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leaking from the button device was inconclusive since the clinical conditions and complication could not be replicated. One 24fr x 2.4 cm button replacement device was returned for investigation. Residue remained adhered to the external surface the button device, which showed that the product had been used. Residue was visible on the plug and within the port. Residue was visible within the dome. The dome was removed from the button and the valve was noted to be sitting in its proper location. Reside was observed in the hinge area of the button valve. A functional test revealed that no liquid would leak from the button device. It was reported that the button was in place for over one month before it was replaced. Although no leaks were observed in the returned button device, the complaint is inconclusive since the clinical conditions could not be replicated. The residue in the valve hinge area and around the plug may have been a potential contributing factor of the reported leaking through the button device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The device was inserted in the patient on (B)(6) 2017 and the leakage was found when the patient went home. The patient came to the hospital for replacement of the device on (B)(6) 2017. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The device was inserted in the patient on (B)(6) 2017 and the leakage was found when the patient went home. The patient came to the hospital for replacement of the device on (B)(6) 2017. No patient injury reported.